Manufacturer narrative:
(B)(4). Batch # m90t6v: additional information: the describe event should be button broke: the 'max' and 'min' button broke during removing scalpel from the hand piece after surgery. Changed another one to complete the procedure. There was no report on patient injury. Enclosed please find the defect photos. Based on the photographic evidence: image 1 and 2: the image provided by the account appears to be that of an fcs9 instrument. It shows the instrument partially disassembled. This type of damage to the instrument is typically associated with attempting to disassemble the instrument with something other than the provided torque wrench. There was no blade damage seen. No conclusion could be made as to what cause of the reported issue. The picture reviewed adds no additional information to the actual analysis performs. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process. Device analysis: the device was received partially disassembled with the handle separated. The hand activation buttons were not returned with the device. In addition the blade was returned firmly attached and not broken off as reported by costumer. Due to the returned condition of the device, no functional testing couldn't be performed. It is recommended that when assembling the instrument to the hand piece the torque wrench is used. Failure to follow this procedure can cause damage to the instrument. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.